Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was unknown. During troubleshooting, the customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer indicated that they did not have time to further troubleshoot or check for air bubbles and would call back at another time.